Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a demonstration of devices for testing purposes, when the knife was supposed to progress down the trigger of the handle would just repeatedly lock. When pushed anyway, there was a loud click and no further function. Another handle and reload was used from the same lot of both the handle and reload. After attempting the first firing another handle was used for the initial reload and found not to fire. Then a new reload was used on the initial handle and an additional handle and the reload did not fire on the initial handle but fired on the additional one.